Manufacturer narrative:
(B)(4). For 6 of the 11 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The flow sensor was replaced to resolve 2 of the reported events, the adjustable pressure limit valve was replaced to resolve 1 event, the bag to vent switch was replaced to resolve 1 event, the soda-sorb canister was replaced and the breathing system cleaned to resolve 1 event, and the bag to vent switch mechanism was adjusted to resolve 1 event. For 3 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported events. For 1 event, the customer biomedical engineer troubleshot this reported fault and replaced the co2 absorber canister to correct the reported event. For 1 event, the checkout of the unit was performed by a distributor.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced mechanical problems. 3 events were reported for malfunction resulting in the loos of mechanical ventilation, 2 events reported for failure of the bag to vent switch to operate as expected, 1 event reported for mechanical ventilation would not start when selected, 1 event reported for malfunction of the adjustable pressure limit valve, 1 reported for malfunction of the bag to vent switch preventing ventilation mode selection, 1 event reported for lost the ability to mechanically ventilate. These reports were received from various sources. Of the 11 events, 5 did not involve patients, and 6 did involve patients. 1 patient is a (B)(6) female, identifier (B)(6). There was no patient information available for the other 5 patients.